Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg pocket site incision had opened post-operatively. As result the ipg pocket was revised on (B)(6) 2020.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrections: b5: in earlier report, the following should have been submitted: it was reported that the patient¿s ipg pocket site incision had opened post-operatively and patient experienced pain at ipg site. As result the ipg pocket was revised on 13nov2020. H6 - patient code: in earlier report, 1994 should also have been submitted.